Event description:
It was reported that the user filled the ilet tubing with insulin while still connected to the infusion set and pump, resulting in inadvertent insulin delivery and a subsequent low glucose event; the user also noted higher insulin use, unannounced snacks, and postprandial hyperglycemia, and support extended the lower glucose target overnight and reinforced meal and hypoglycemia treatment guidance. Symptoms included hypoglycemia with a reported glucose of 66 mg/dl, treated with oral glucose. Outcomes included no alerts or alarms and no hospitalization. Investigation included customer interview and review of use practices related to infusion set and cartridge handling. Investigation of this case revealed user handling error during cartridge and tubing management while connected, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error during infusion set and cartridge procedures.